Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results for the instrument found that it was returned with one unformed clip loose and out of the jaws inside the sterile package. A potential cause for this failure is improper handling during transit. Upon firing of the device, the clips were fed and properly formed; no dropping/ejected clips were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when the device was removed from the packaging, one clip had fallen from the applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient.